Event description:
Two devices with similar issues at our facility. Valve can easily be applied on both ends to the chest tube. Patient had a right lung biopsy prior to being discharged from the hospital. After the biopsy a chest xray was ordered, the patient was discharged from the hospital prior to the chest xray being read. The xray showed a small pneumothorax. Patient was contacted and came in today for a repeat chest xray. That xray showed a larger pneumothorax and the descision was made to place a chest tube. Patient was admitted through ambulatory surgical unit in order to sedate patient for the procedure. Patient came to interventional radiology (ir) and right chest tube was inserted. Chest tube was attached to heimlach valve. Follow up chest xray showed near 90% pneumothorax. Patient immediately bought to ir by xray tech, dr. Evaluated patient and found heimlach valve was reversed. Heimlach valve was immediately removed and patient was placed on 20 cm of suction. Repeat chest xray showed only 10 % residual pneumothorax. Patient was transferred.